Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected new battery. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had random no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no crack on reservoir tube noted. However a crack on battery tube thread note. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, a21 error test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. (B)(4).